Event description:
Our technicians in the hospital were attempting to order the adult pads for the cardiac science AED's and they have been on backorder for months and no updates have been given.what was the original intended procedure?to order adult pads for the cardiac science AED.device #1is this a laboratory device or laboratory test?no.